Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 15:16:00. During night drain cycle 12, the patient's ultrafiltration reading was 70ml, indicating the home patient (hp) drained 70ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.